Event description:
The account alleged that the bed would not stay in trendelenburg position. No injury reported.

Manufacturer narrative:
The technician replaced the gas springs to resolve the issue.